Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
In 2008, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The trunk ipsilateral leg component was implanted through the left side, and two iliac extenders were implanted on the right side. When placing an iliac extender on the left side, the internal iliac artery was unintentionally covered. The physician was able to push the device proximally with the balloon, but the internal iliac was still partially covered, and only slight blood flow was visible through the artery. The physician will monitor this pt. No add'l procedures are planned. The pt is stable an no further complications have been reported.